Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 26mm sapien 3 ultra valve via subclavian approach, the valve was deployed at nominal volume and shortly after full balloon inflation, the delivery system balloon ruptured. There were no adverse consequences. Patient is stable and the procedure was successful.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Type of investigation, investigation findings, investigation conclusion. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photo received was reviewed and the following was observed, the balloon burst was confirmed. A radial tear burst was seen at the proximal shoulder of the inflation balloon. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The complaint for balloon burst was confirmed by the provided imagery. However, no manufacturing non-conformance was identified during the visual evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per customer report there was presence of calcification in the patient's stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Updated to h6; type of investigation. The commander delivery system (ds) was returned for examination. The complaint for balloon burst was confirmed upon visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample and no missing material on the balloon was observed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The existing technical summary reported on the previous medwatch submission still applies to this event.